Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
I use and drink some liquid and there goes the money down the drain [accidental device ingestion]. Case description: this case was reported by a consumer via interactive digital media and described the occurrence of accidental device ingestion in a female patient who received corega (corega (unspecified denture adhesive or denture cleanser)) unknown (batch number unk, expiry date unknown) for product used for unknown indication. This case was associated with a product complaint. On an unknown date, the patient started corega (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting corega (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant) and product complaint. The action taken with corega (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion and product complaint were unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega (unspecified denture adhesive or denture cleanser). This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional information: adverse event information was received via interactive digital media (B)(6) on 21 mar 2021. Consumer reported that, "I use and drink some liquid and there goes the money down the drain. I only use the hard cream. 24 hours in the mouth. Follow up information was received on 22 mar 2021 from quality assurance (qa) department regarding complaint (B)(4) (issue number) for lot number unknown. The investigation reports concluded that, complaint stands inconclusive. No sample was returned for this complaint, also batch details were not received so a full investigation could not be completed. As this information is not available the complaint cannot be substantiated. All of the documentation pertinent to a specific lot of finished product is contained in a batch envelope'. Prior to the disposition of the product, the contents of each batch envelope is reviewed & approved by the site quality department to verify that there were no significant quality issues recorded during manufacturing, packaging or testing. This review also verifies that all test results meet specification requirements.